Event description:
The customer reported functionality was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.